Event description:
A us distributor returned a belt and reported adjust belt messages and the belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and damaged belt) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was broken, damaging the lead 1- wire in the cable. The root cause for damaged cable was physical abuse. There was no adverse event that resulted from the damage belt.